Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that din rail and inrush suppressor were upgraded as a precaution. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the mobile view station (mvs) of the imaging system would not power on. Fuses were replaced and the viewing station power on. The procedure was completed with the use of imaging. There was a delay of 10 minutes. No known impact on patient outcome.

Manufacturer narrative:
Additional information: patient demographics provided. Correction: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
The din rail for the viewing station of the imaging system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.